Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a stenting treatment procedure, unstable angina pectoris occurred. In (B)(6) 2008, the target lesion #1 was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 24 mm long with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 x 28 mm study stent. Following post-dilatation residual stenosis was 0%. The patient was discharged one day post procedure on aspirin and clopidogrel. In (B)(6) 2012, the subject was diagnosed with unstable angina and was hospitalized on the same day. Cardiac catheterization was performed which revealed 90% proximal in-stent restenosis of the previously placed study stent. This was treated with placement of a non-bsc stent with 0% residual stenosis. The event was considered resolved and the subject was discharged the following day on aspirin and clopidogrel.

Event description:
It was further reported that at the time of the event, 70% stenosis of the target lesion was noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).